Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that there was poor telemetry or no telemetry with recharging. It was reported that the reposition antenna screen was indicated. It was reported that communication could be established using the patient programmer. A replacement ins recharger was requested. The consumer also reported that the first implants were replaced because the leads were wrapped around each other causing pain. It was reported that there was increased pain on the right side of their body and in genital area and loss of therapeutic effect during the lead issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.